Manufacturer narrative:
The investigation into the aic, purge issue, other has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was reproduced with the original parts and configuration. The root cause of the issue was an impellatronic malfunction.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller had a purge issue. When attempting to decrease the p level, it defaults to p-0 and is unable to increase the p level without it dropping to p-0.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.